Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was found faulty and has been ordered. No additional info has been disclosed.

Event description:
The customer reported the system displayed a high temperature warning message and thereby prevented fluoroscopy x-ray. No report of pt injury.